Event description:
The reporter stated the surgeon implanted and removed a cc4204bf collamer single piece lens due to the pt needing a different lens/diopter. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Eval - results: a visual inspection of the returned product found the lens optic torn into pieces. With a piece torn off and missing. There was evidence of a clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.